Event description:
Per mdrf and pt. Tracking, this system was removed due to infection. A new system was implanted on the other side. Also removed were: cylos dr-t, MDR 1028232-2007-00425, setrox s 53, MDR 1028232-2007-00429.